Event description:
It was reported that the cage was broken 3 months post-operatively. As per the further information received from the sales rep; the patient is in pain but revision surgery is not needed yet.

Manufacturer narrative:
Complaint history records were not reviewed as a valid lot number was not provided and could not be obtained. Manufacturing history records were not reviewed as a valid lot number was not provided and could not be obtained. An even of a main body fracture post-operatively was confirmed via x-ray. Revision surgery is not scheduled at this time. It was reported that one of the 3 patients experienced leg pain, however, it is unknown which patient, as additional information could not be obtained. It is unclear if fusion was achieved. Per surgical technique: "an overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. Patients who smoke have been shown to have an increased incidence of non-unions. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief." Based on available information, root cause of the reported event could not be determined conclusively but potentially due to patient weight or high activity level of the patient. Device remains implanted in patient.

Event description:
It was reported that the cage was broken 3 months post-operatively, the patient is reported to have leg pain; however, revision surgery is not needed as of yet.